Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had bloody effluent and abdominal pain. The patient has been diagnosed with peritonitis. Upon follow up, the nurse stated that the patient arrived at the clinic and reported experiencing pain while draining during pd treatment. As a result, the patient was seen in the outpatient pd clinic with symptoms of blood in the pd effluent and abdominal pain. The patient had a pd culture (obtained the same day) which yielded growth of the bacteria serratia. The patient was treated with the antibiotic cefepime 1 gram daily intra-peritoneal (ip) on an outpatient basis. The patient is recovering and continues pd same cycler without any adverse effects, according to the nurse. The nurse was not able to identify the exact cause of the event. However, the nurse indicated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis. The nurse stated the patient has a past medical history of dementia and has difficulty setting up for pd treatment properly. It was reported the peritonitis may have been related to improper infection control.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is typically found in soil and water. Based on the information available, the exact cause of patient¿s peritonitis cannot be determined. However, the patient has a past medical history of dementia and reported difficulty setting up for this pd treatment properly. Therefore, the peritonitis may have been related to patient improper infection control, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had bloody effluent and abdominal pain. The patient has been diagnosed with peritonitis. Upon follow up, the nurse stated that the patient arrived at the clinic and reported experiencing pain while draining during pd treatment. As a result, the patient was seen in the outpatient pd clinic with symptoms of blood in the pd effluent and abdominal pain. The patient had a pd culture (obtained the same day) which yielded growth of the bacteria serratia. The patient was treated with the antibiotic cefepime 1 gram daily intra-peritoneal (ip) on an outpatient basis. The patient is recovering and continues pd same cycler without any adverse effects, according to the nurse. The nurse was not able to identify the exact cause of the event. However, the nurse indicated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis. The nurse stated the patient has a past medical history of dementia and has difficulty setting up for pd treatment properly. It was reported the peritonitis may have been related to improper infection control.